Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huat1486 showed two other similar product complaint(s) from this lot number. Both complaints for this lot number (huat1486) have been reported from the same (B)(6) facility.

Event description:
It was reported by the facility that there is an alleged leak at the insertion site. The patient has had persistent difficulty using the cvc and leaking has occurred with each infusion. A chest x-ray was done on (B)(6) 2017, with contrast and found a rupture in the lumen (20 ml imeron 300). Contrast extravasation in correspondence of the confluence between the subclavian artery and left jugular vein with reflux of contrast subcutaneously. Mattified brachiocephalic vein left at the level of confluence with the contralateral. Patient returned to the operating room on (B)(6) 2017, for removal. After removal of the cvc, the same vein cannot be used for non-flow, intervention was suspended. Tc documented thrombosis of the vessel. Thrombosis in the internal jugular and left brachiocephalic trunk, the internal right jugular; which in its extreme distal aspect assumes a ¿threadlike shape¿, presence of extensive collateral circulation at the base of neck, right side. Facility informed the (B)(6) ministry of health.